Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. The device had scratched lcd window, cracked display window corners, battery tube threads, broken belt clip slot, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.